Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer also stated that they were unable to exit the preparing to prime loop. Troubleshooting was performed for prime rewind. The drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Unable to perform the occlusion test, prime test and excessive no delivery test due to motor error alarm during basic occlusion test. No compromised force sensor system alarm noted.